Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. The customers blood glucose level was (185 mg/dl). The customer took a bolus. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy.